Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a "large hematoma" in the patient's pump pocket. The fluid was removed on (B)(6) 2009. It was later reported, the pump pocket was revised due to the pump eroding through the pocket "secondary to pocket anorexia and cachexia." Wound dehiscence and open incisions were also noted. The pump pocket was revised on (B)(6) 2009, and the patient recovered without sequela on (B)(6) 2009. The medication being delivered via the device system was not reported.